Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) had lead noise due to electromagnetic interference. There were no interventions reported. The patient was stable.